Manufacturer narrative:
The device will be returned for evaluation as part of the complaint investigation. The results of this investigation are still pending,and will be reported to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter leakage at hub , same as before after 13 days and two dressing changes.

Manufacturer narrative:
The complaint and returned sample have been submitted to vygon germany, which is where this part was manufactured, for evaluation. Vygon germany reports the following in regard to this complaint. This complaint is not confirmed. One sample and two sterile packed catheters were returned for evaluation. When flushing the sample over the orange hub it was leaking at the junction of the catheter and the fixation wing. Microscopic examination of the faulty returned sample showed that the catheter was partly torn out of the fixation wing (see photo). A rough surface was visible. There was no defect on the two sterile devices. No deviations could be detected when looking to the batch history records. This is the third complaint received for batch no. 220615gf and the fifth complaint received for a leaking catheter next to the fixation wing on code 1252.232g within the last 3 years. The majority of them were related to tensile traction under influence of the use of alcohol-based disinfectants. As each catheter is leak and flow tested before packaging, we can exclude a manufacturing defect. We recommend retraining the users in catheter handling according to the product's IFU. Corrective action: no corrective action will be taken at this time. However, both vygon germany and vygon USA will enter this incident into our complaint log and continue monitoring for this problem.

Event description:
Catheter leakage at hub , same as before after 13 days and two dressing changes.